Event description:
It was reported that, during ureteroscopy procedure, the fiber broke inside patient. Physician confirmed that everything was removed from patient. The fiber was replaced, and the procedure was completed using another of same model with no patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual inspection found that the fiber body was broken into two pieces. During the microscopic analysis, it was observed that the tip was good. The connector had no defects. During functional testing, the console read: treatment used: 0 treatment left: 10. It is likely that a partial body break or kink could have occurred during the set up and use, and when the fiber was fired it caused the break. The IFU states: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber, return it to the supplier for replacement. The initial reported allegation of fiber fracture was confirmed. Based on the information available, the investigation was assigned the conclusion code of cause traced to component failure.

Event description:
It was reported that during a ureteroscopy procedure, the fiber broke inside the patient. The physician confirmed that everything was removed from the patient. The fiber was replaced. The procedure was completed using another fiber. No patient complications were reported.